Manufacturer narrative:
No computer locking noted on unit. Intermittent buttons due to unlocked j2 connector at the lcd board. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the computer is locked. The customer also indicated that the batteries and reservoirs have been changed but the keypad problem persists. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.